Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging of a bd insyte¿ autoguard¿ bc shielded IV catheter was found degraded and opening spontaneously breaching sterility. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: device/batch history record review: as this complaint was an MDR, DHR review was performed on following lot number 6119986. The product was manufactured on afa line 6 from may 5, 2016 thru may 10, 2016 and packaged on packaging line 11 from may 14, 2016 thru may 14, 2016 for pallets 1-7 and july 16, 2016 thru july 16, 2016 for pallets 8-12. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in-process inspections included but were not limited to blister thickness, bad seal/cut/holes, seal transfer width and package leak test. These were performed on various stages throughout the process, all the inspections passed per specifications. Qn / sap database review: no. Reason: a review of the qn/sap database is required for a s1 ¿ o4 level b investigation per ms-qs-083 findings: the qn reviewed revealed no related reject activity for the lot number associated with this incident. Visual analysis observations and testing: received two unused iag 14ga units in partially opened package from the lot number; 6119986. Visual/microscopic examination: one of the packages was partially opened at the bottom of the blister pack. The second sample had a seal that was not compromised. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. Per observation of the photos provided this characteristic was met. In addition, the bottom web in the photos revealed evidence of adequate transfer (adhesive) from the paper top web at the open seals and partially open seals of the packages (blister packs). The key variables that affect seal strength are: seal transfer/width and top web adhesive presence. Both of these variables were looked at during the investigation. Test description: method no.: results: visual/microscopic n/a see observations and testing investigation samples(s) meet manufacturing specifications: yes; the returned units provided for evaluation for this incident met the manufacturing specification requirements in regard to package seal integrity. Investigation conclusion: relationship of device to the reported incident: indeterminate comment: although the packages were observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect.